Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2024, the patient experienced a skin reaction with itching, redness, inflammation, drainage, and infection under the sensor pod area. The patient was wearing an omnipod insulin pump. On (B)(6) 2024, the patient went to an urgent care center for evaluation. The doctor put a dressing on the area and the patient was prescribed oral trimethoprim / sulfamethoxazole tablets as treatment. The patient was also advised to clean the area once/day and cover it with gauze and tape. He was told to return to the urgent care center if the skin reaction worsened over the next 48 hours. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.